Event description:
The customer alleged the nurse's station was notified of an alarm condition, in turn responded to the room and found the ventilator's primary alarm not working although the alarm condition light was illuminated. The nellcor puritan-bennett customer support engineer verified the reported condition, inspected the device and reseated the interface "pcb" to correct the problem. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.